Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and exhibited phrenic nerve stimulation. This lead was found to be dislodged. A revision procedure was successfully completed and the lead remains in service. No additional adverse patient effects were reported.